Event description:
While wearing the external equipment, the pt reportedly experienced sound quality issues. The pt was seen at the center for device evaluation. External equipment was exchanged and programming adjustments were made. However, the reported problem was not resolved. On january 29, 2007, the pt was seen by a company rep for device evaluation. Testing performed confirmed the device was no longer functioning. The pt's device was explanted. The pt was reimplanted with another advanced bionics cochlear implant.